Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ping enhanced meter was reading inaccurately erratic and inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that on (B)(6) 2017 between 12:40 and 12:50 am she woke up with symptoms of feeling ¿shaky, lightheaded, dizzy and hot¿; symptoms she associated with low blood glucose. The patient is on insulin pump therapy. The patient claimed that at 12:57 am, she tested her blood glucose with the subject meter and obtained an alleged inaccurate high blood glucose reading of ¿5.9 mmol/l¿ followed by readings of ¿3.6 and 4.7 mmol/l¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. Despite the alleged elevated result, the patient stated she treated herself with juice at around 1:00 am. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that the same approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. The products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. There is insufficient information to rule out the contribution of the subject meter to the event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.